Event description:
A customer reported issues with their mobi pump related to occlusion. There was no adverse impact to the customer¿s blood glucose level. It was recommended by technical support to replace the pump, and the customer was advised to put the current pump in storage mode and informed about the return and tracking process while they continued using the current pump until the replacement was received.